Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leaky on the head set cannot be verified, the head set meets product specifications.

Event description:
On (B)(6) 2013, it was reported that the self-adhesive at the patient's infusion site has often been wet during the past two months. The patient thinks the infusion set is leaking between the self-adhesive and the soft cannula. Her blood glucose level has been elevated as high as 300 mg/dl, but she has been able to correct it via the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.